Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient had a pedicure and sat in a massage chair and since then she hasn't had the therapeutic effect that she did before.